Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 220 mg/dl. Customer stated that they were not able to rewind the pump. Customer stated that it wasn't blocked. Customer stated that pump would not let her click past reservoir and set. The customer advised customer if she had any other issues to call back. The insulin pump will not be returned for analysis.